Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient with severe sinus bradycardia presented remotely via merlin.net transmission on an unknown date. Upon review, the right atrial lead was experiencing noise. The patient presented (B)(6) 2019 for procedure and the lead was explanted and replaced. The patient was stable post procedure..

Manufacturer narrative:
External insulation abrasion was noted from 5.0cm to 5.3cm from the connector pin consistent with friction to the device can.